Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02175, 3005168196-2017-02176. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400''s (pc400''s). It was noted that the patient''s anatomy was mildly tortuous, but no calcification, stenosis or constriction was observed. During the procedure, the physician placed a non-penumbra diagnostic catheter towards the target vessel then advanced a lantern delivery microcatheter (lantern) through the diagnostic catheter. While attempting to advance the first pc400 through the lantern, the physician experienced resistance midway through the lantern and was unable to advance the coil further. Therefore, the pc400 was removed from the lantern and a new pc400 was opened. It was reported that the same issue was encountered with this subsequent pc400 and therefore, the coil was removed from the lantern. After that, the physician successfully deployed and detached a new pc400 into the target vessel using the same lantern. While attempting to advance another pc400 through the lantern, the physician experienced resistance midway through the lantern again and therefore, the pc400 was removed. The lantern was then removed and the procedure was completed using the diagnostic catheter and nine additional coils. There was no report of an adverse effect to the patient.